Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon.

Manufacturer narrative:
The reported issue (it was reported that it was difficult to inflate the balloon) was confirmed. During visual evaluation no issues were observed for the problem reported in this complaint. Per functional evaluation the catheter balloon was inflated with air and deflated and felt the air flow very slow. Then, the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe and the water flow felt very slow. Afterwards, the catheter was attempted to deflate using a syringe, however it was difficult to deflate the balloon. The balloon was cut and it was found that the notch was not completely perforated, as the flash was still added to the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon.